Event description:
As reported to coloplast though not verified, patient was implanted with restorelle xl mesh. Later the patient experienced pain with intercourse. The patient was found to have mesh exposure. An excision of the exposed mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.